Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6, and h11. The complaint for "leaflet damaged while capturing" was confirmed with other empirical evidence based on information provided by the clinical specialist present at the site. Available information suggests procedural factors likely contributed to the event due to the perforation in the central p2 scallop after performing leaflet grasping and optimization with a first device. Per the event description, the perforated area was grasped with the second implant, and regurgitation from the perforation was no longer observed and there were no other difficulties with capturing the leaflets, and the leaflet damage did not affect the final grade of regurgitation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Baseline mr was 4+ which had improved to 2+ after the procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. H6 impact code: non-serious injury/illness/impairment.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. A perforation was observed in the central p2 scallop after performing leaflet grasping and optimization several times with a first device. The amount of regurgitation from the perforation site was minimal. The perforated area was subsequently grasped with the second implant, and regurgitation from the perforation was no longer observed. There were no reported difficulties capturing the leaflets, and the leaflet damage did not affect the final grade of regurgitation, which remained moderate both before and after the event. There are no medical plans for further treatment for the patient.